Event description:
The customer experienced a clogged cartridge issue, affecting two cartridges from the same batch. There was no information on the blood glucose level impact, so it was uncertain whether there was any effect. No further information was available regarding the corrective actions or outcomes following the event.